Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.